Manufacturer narrative:
(B)(4): the implanted device remains.

Event description:
Per the clinic, the patient experienced poor sound quality with device use, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re-implanted with a new device. This report is filed 14 aug 2015.